Event description:
It was reported that this rv lead was part of the infection issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).